Event description:
Spontaneous report. One filter needle was bent and unable to be used, attempted to mix with bentneedle and liquid wasted, unable to use dose. Needle use to infuse benefix was defective unable to administer. Unknown if patient experienced any adverse events. Benefix dose and frequency infuse 1800 units (1620-1980) slow IV push on monday and thursday for prophylaxis dosing. Reported to cvs/caremark by: patient/caregiver.